Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "fiber broke" @ 70,205 joules and 15:31 minutes of use". The procedure was completed with another fiber. Patient outcome: "no patient injury reported."

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber/glass cap is fractured distal to glue zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the heat shrink tube open end is damaged and exhibits scratch marks. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.